Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 55 pulses. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. Although the needle mechanism was reset and fired properly during the investigation, the reported needle did not deploy event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 350 mg/dl while wearing the pod for less than an hour. It was also reported that the needle never deployed the cannula into the skin and the pink slide insert did not move forward, indicating that there was a needle mechanism failure. As treatment, a new pod was applied.